Manufacturer narrative:
The download data shows the device completed 228 pulses before generating an 0x40 alarm, indicating a safety sensor trigger from exceeding the maximum open count. The rotational sensor data shows a rotational sensor malfunction. Investigation of the commutator cap found evidence of contamination and discoloration caused by fluid leaking onto the commutator cap. A leak test was performed on the device. A leak was discovered on the reservoir from damage around the fill port. Fluid leaked from the damage and contaminated the commutator cap, causing the rotational sensor malfunction and the alarm to generate, stopping the delivery of insulin. As the leaking continued, corrosion began to form on components including the batteries, pcb board, and top/bottom housing. This corrosion caused the batteries to measure lower than expected. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 378 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. As treatment, a manual injection of insulin was delivered and a new pod was applied.